Event description:
Pt developed a left pneumothorax requiring insertion of chest tube between 2-3am. Pt was transferred from incubator to an open warmer at approx 8:40am, as the infant was to be placed on an oscillating ventilator. During repositioning the nurse discovered that the pigtail had disconnected at the white connector. No extra tension had been placed on chest tube connection or the chest tube itself. A new argyle chest tube was inserted on the left. During this procedure, a vessel was hit causing bleeding.